Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number unknown, intended for treatment was not returned for evaluation. An image was provided. The reported problem was confirmed with a visual inspection. The real intelligence cori showed a system time out error. A complaint history review was performed by part number, and a similar complaint was identified. Without definitive lot/serial numbers a complaint history review cannot be performed for the lot/serial numbers involved. While all products meet required manufacturing specifications prior to release a serial number, lot number, part revision or software version is required to link the device to a DHR. The failure mode and associated risk have been anticipated within the risk file, and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was confirmed through a visual inspection, a definitive cause could not be determined. Factors contributing to the reported problem may have been associated to a loose internal connector. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Corrected data: e1 (initial reporter name, us city or (foreign state/province/territory)), h6 (health effect, impact code).

Event description:
It was reported that, during a cori assisted tka surgery, one (1) real intelligence cori showed a system time out error. Cable was disconnected and reconnected but still unable to proceed. The drill was then replaced but still unable to proceed. Also, one (1) ri robotic drill attachment was malfunctioning. The procedure was resumed, after a non-significant delay, with a change in surgical technique (manual procedure). No further complications were reported.

Manufacturer narrative:
Internal reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.